Event description:
It was reported a patient presented with complaint of chest pain in the emergency department. A chest x-ray demonstrated linear metallic densities in the right and left lung. During vena cava filter retrieval, guided fluoroscopy demonstrated a tilted filter with three detached limbs. A snare device successfully captured and retrieved the filter; however, the three detached limbs remain in the lungs. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.